Event description:
It was reported that during use on a patient the bubble detector was alarming, even though no bubbles were present. No reported patient effect. Internal reference: (B)(4).

Manufacturer narrative:
It was reported on (B)(6) 2014 that the facility placed a new bubble detector on the unit, which works properly. A supplemental medwatch will be submitted if new information becomes available.